Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer completed the procedure by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the generator was busy starting up. Upon troubleshooting, fse found that the equipment could not do fluoroscopy intermittently and the exposure was normal. After restarting, it could be normal for a while, and then there would be the problem of being unable to perform fluoroscopy again. Fse did the filament test and the result passed. There was a pre-occurrence where fse replaced the tube and did tube condition and adaption. But the previous fault still occurred in the monitoring process. Error "tube current out of range" was displayed in logfiles, current was measured higher than the upper limit. Fse found a problem with the high voltage transformer (hivo) and power inverter (point). To resolve the issue, fse replaced hivo and point. The defective power inverter and high-voltage transformer were returned to philips for failure analysis and the cause of the power inverter and high-voltage transformer failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the power inverter and high voltage by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue with fluoroscopy occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A fluoroscopy issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and, as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the generator was busy starting, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.